Event description:
It was reported: during puncture of the vein under aspiration the plastic cone of the insertion needle has broken off. The needle had to be removed from the vein with great effort.

Manufacturer narrative:
(B)(4).

Event description:
It was reported: during puncture of the vein under aspiration the plastic cone of the insertion needle has broken off. The needle had to be removed from the vein with great effort.

Manufacturer narrative:
(B)(4). The customer provided four photos for evaluation. The first image shows the product IFU. Images 2-4 show the needle hub broke and separated towards the distal end. The images show that some of the needle hub is still attached to the neeedle cannula. The customer also returned one introducer needle and lidstock for analysis. Signs of use were observed on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. An additional portion of the hub broke and separated, and was not returned. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. The hub of the needle was tested with the male luer gage and was within the specified range, indicating that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. Based on the sample provided , it was determined that design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.